Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly, a new lead with same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix being bent and the housing being clogged with dried blood or body fluid and tissue. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis did reveal any abnormalities.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly, a new lead with same model was implanted. No adverse patient effects were reported.